Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 37. Implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.